Event description:
The patient reported that the keypad buttons were intermittently responding, sticking, and were difficult to press. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The contrast, up, and down buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was found around the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.